Event description:
During routine quality control testing for the advia centaur xp ckmb assay, out of range qc values were observed for reagent lot # 173 and 177. Visual inspection of the advia centaur xp ckmb reagent pack by the customer showed precipitation. The customer manually mixed the reagent pack and the quality control was repeated. The quality control was within range. The customer runs the quality control in the morning and the afternoon. The patient samples are tested only if the quality control run is within range. There were no incidents of patient samples that were reported with suspected results since the ckmb is usually ordered with troponin and other investigation that should correlate. There was no report of adverse health consequences due to the discordant ckmb result.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. The fse checked the instrument mixing function and found no issues. The customer has not made any changes to their procedures for the receiving and handling of reagents. The cause for the precipitation of advia centaur xp ckmb reagent pack and quality control fluctuations is unknown. Siemens healthcare diagnostics is investigating the issue at the customer site.

Manufacturer narrative:
Siemens filed the initial MDR on (B)(4) 2012. 12/20/2012: additional information: siemens healthcare diagnostics, inc. Conducted on site investigation of the incident. A control performance comparison was performed on both advia centaur xp instruments using the dade and biorad controls. The advia centaur xp sn: (B)(4) that showed control imprecision initially, still showed imprecision. The other advia centaur xp sn: (B)(4) showed good precision. The field service engineer (fse) performed service visits for instrument sn: (B)(4). The precision improved for a short time and then the imprecision on the controls reoccurred. The instrument sn: (B)(4) will be replaced since the cause of the imprecision could not be identified. The customer will use the other advia centaur xp sn: (B)(4) for the ckmb assay. The customer has not observed precipitation on the ckmb reagent packs that have been delivered recently. It appears that the reagent settling was most likely due to a reagent shipment. The advia centaur xp ckmb assay is performing acceptably on instrument sn: (B)(4).